Event description:
A us distributor contacted zoll to report that a patient developed large welts under the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. It was reported that patient has history of skin reactions and sensitivities. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.